Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube window corner and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the plastic grooves where the reservoir screws in was chipping and break off. The customer also stated that the rubber gasket was popping off and hanging to the side. The insulin customer stated that the reservoir still locked in but was concern because it was chipping away. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.